Manufacturer narrative:
Previous assessment and conclusion has not changed and remains the same.

Event description:
Additional information was received indicating: surgical procedure was right eye phaco only. There was no capsule tears or zonular weakness during surgery. Femtosecond laser was not used. Patient has not undergone any other eye surgery after the initial cataract surgery. The cortical material was entirely removed with no difficulty. Anterior and posterior capsule was polished. Iol was rotated at least 90 degrees after implantation in the bag. Capsular tension ring was not used. Posterior capsule opacification, capsular fibrosis or striae was not observed.

Manufacturer narrative:
The device was not returned for evaluation. The device history record (DHR) was reviewed and there were no discrepancies or deviations found that related to the reported issue. The trend analysis, risk analysis and directions for use review are considered acceptable, with the product performing within anticipated rates. Based on the available information, the root cause of the reported event could not be conclusively determined.

Event description:
It was reported that an intraocular lens (iol) was explanted approximately 2 months after initial implant due to z-syndrome. The iol was replaced with a different model lens. Though requested, no additional information has been received.